Event description:
It has been reported to philips that system was not turning on. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the pdu (power distribution unit) fan tray and dcps and the pdu mains interface module, which returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was not in clinical use. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the pdu (power distribution unit) mains interface module and pdu fan tray. The fse replaced the pdu mains interface module along with the pdu fan tray and returned the system to use in good working order. The codes were updated based on the investigation outcome.